Manufacturer narrative:
Device evaluation results: one medfusion pump was returned for investigation in used condition. There was a backup audible alarm in the event history log (ehl). The error was not reproduced during testing. The error reported by the customer was confirmed from the ehl findings. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established. The main board on the pump was replaced as a preventive measure.

Event description:
It was reported that the medfusion pump produced a backup audible alarm. No patient injury or complications were reported in relation to this event.